Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. The bottom case was damaged. Could not repeat customer stated problem because pump could not run due to base hardware failure message. The interconnect board had contamination the root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: replaced worm gear and coupling as a preventative measure.